Event description:
The patient is reportedly experiencing episodes of intermittencies with her internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be discussed.